Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. In (B)(6) of 2013 the patient was diagnosed with a type 2 endoleak. The physician elected to seal the leak with a coil embolization procedure. Post procedure the patient showed sac growth and computed tomography showed a potential type 3 endoleak or a type 1 endoleak; physician elected to monitor. On (B)(6) 2015 imaging confirmed the patient had a type 1a endoleak. The physician implanted a competitor stent and completed a repair of the renal artery. On (B)(6) 2016 the patient was diagnosed with a stent infection. On (B)(6) 2016 the physician identified a potential unknown endoleak and confirmed the stent graft infection. The physician treated the infection with antibiotics and will continue to monitor the endoleak. Patient is stable.